Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred as well as a minimum fill message. Reportedly, the cartridge was filled with 450 units. Also, it was noted that the pump screen became frozen during the preparing to fill step and the customer was unable to clear it. During troubleshooting with tandem technical support, the frozen screen was able to be cleared. The customer loaded a new cartridge successfully. The customer's blood glucose level was 378 mg/dl and it was addressed with a bolus.